Event description:
Yag laser turp was being perormed by physician. Midway through procedure, demo device malfuncitoned and was no longer able to funciton. Situation wxplained to patient. Patient stated he wanted to continue and complete turp procedure using conventional methods. Procedure completed without further anamolies.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: distributor. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.